Manufacturer narrative:
H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was loose and did not lock tightly to the minicap. It was further stated that there were attempts to replace with a different minicap, two to three times, but the same situation repeated and that the problem was solved after switching to another transfer set. This was discovered during set-up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was returned for evaluation with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were noted. The mini cap was connected and disconnected by hand with no issues. The reported condition was not verified. The returned sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.